Event description:
It was reported that the right ventricular (rv) lead had dislodged two days post implant and exhibited high thresholds. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.